Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00215.

Manufacturer narrative:
Evaluation results: as received, twenty mm of the distal end of the cinch anchor and the metal insert were still attached to the lead body. Eighteen millimeters of the proximal end of the anchor was broken off. The surface of the broken ends of the anchor were jagged indicating the anchor was overstressed. When the broken pieces of the anchor were mated together, the fracture site and secondary kinked corresponded to ends of the proximal broken end of the anchor. The damage observed is consistent with an overstress condition the anchor was subjected to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.